Event description:
Kangaroo tube feeding tubing was leaking on three of the tube feeding sets. All of the same lot # 2033 50112. Tried another lot# and the tube feeding did not have that issue. Leaking occurred in the middle to distal portion of the tubing.

Event description:
Kangaroo tube feeding tubing was leaking on three of the tube feeding sets. All of the same lot # 2033 50112. Tried another lot# and the tube feeding did not have that issue. Leaking occurred in the middle to distal portion of the tubing.